Event description:
Sixteen months after the symmetry bypass connector (sbc) was implanted a cardiac catheterization revealed 100% re-occlusion of the right posterior descending artery. The sbc device was used at this location with a graft from the saphenous vein.